Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that blood glucose levels were elevated despite eating minimal food; the reporter indicated feeling feel that blood glucose levels should not have been that high. The reporter declined review of the pump. The blood glucose does not meet animas criteria for an adverse event. This report is made based on the implied allegation of a pump malfunction.